Event description:
It was reported that, during a tka surgery, the bone screw was noticed as bent and wobbly. A back-up device was available to complete the procedure. Surgery was delayed less than 30 min. The patient was not harmed.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. This failure mode will be trended to assess for any necessary corrective actions. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient¿s bone is harder than normal. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.